Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was in the emergency room due to high blood glucose over 500mg/dl. The mother stated that that the time and date were incorrect. Assisted the caller with correcting the programming. The mother mentioned that the insulin pump did alarm no delivery. Further troubleshooting could not be performed as the device was going from rewind to no delivery. Advised the mother that the insulin pump would be replaced. No further information was provided.